Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. On event date the pt presented with leg and lower back pain. The investigator noted this event as moderate in intensity. The physician prescribed a medrol dose pack be given to the pt. It is unknown if the condition resolved as the pt is noted as being lost to f/u. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "idiosyncratic effect" as a possible cause for the event.